Event description:
The blue cath tip portion of kimberly clark mic -key bolus extension set disconnected from tubing and allowed the clamp to slide down into the mouth of a pt. Family member removed the clamp from pt's mouth to keep from choking. This happened twice. Another client had the tip dislodge while disconnecting the tubing from their feeding set. Once the tip came off while simply cleaning the extension set. A sample extension set was sent into the MFR complaint dept for inspection and testing.